Event description:
It was reported that there was a confirmed fracture on the lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead measured undefined impedance values and had loss of capture even at maximum capture output level.